Manufacturer narrative:
Immucor technical support used remote electronic access method to assess instrument test well images, and the test wells in question appeared negative. The immucor laboratory tested retention product on 24mar2015 which performed as expected.

Event description:
On (B)(6) 2015, a customer reported unexpected negative antibody reactions when using capture-r ready-ID extend I on a galileo echo (when tested on (B)(6) 2015), with an associated unexpected negative antibody screen.